Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 80 mg/dl, 120 mg/dl, 180 mg/dl, 204 mg/dl, over 300 mg/dl, 525 mg/dl and 545 mg/dl and 585 mg/dl. The customer stated that they were treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. The device will not be returned for analysis.